Manufacturer narrative:
Ous MDR: the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The analysis of the device data revealed no indications of a device malfunction. The iegm's available to us, documented that the device was functioning as specified. The ICD detected the spontaneous ventricular tachycardia from 2008 and started anti-tachycardia therapies which have been aborted, resulting from a magnet application. It was reported, that during the interrogation after the external defibrillation, the ICD showed the device status eos, which was not present previously. The reason for this observation could not be verified based on the data available for analysis. For further investigations, a device based analysis would be necessary. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the available device data revealed no indication of a device malfunction. The anti-tachycardia therapy functions have been disabled as specified due to an externally applied permanent magnet.

Event description:
Ous MDR: after an implantation time of about 38 months, it was reported that the patient died in clinic. The ICD has been disabled by a magnet; therefore no anti-tachycardia therapy had been available. External defibrillation had been unsuccessful. The ICD was then in eos mode.